Event description:
It was reported that there were reading greater than 4000 ohms on all of the bipolar pairs. The date of reported event at operation all biopole pairs with electrode 3 were greater than 4000 ohms. The representative asked with electrode 3 being out of range affect the programming. It was reviewed that out of range on electrode 3 will not be a problem for programming the other electrodes. It was reported three days later by the representative that to their knowledge the patient was doing well and receiving effective therapy. This lead was also used during the patient¿s trial which started seven days before reported event date. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nbg6, implanted: (B)(6) 2014. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).